Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion is located in the moderately tortuous and moderately calcified superficial femoral artery. A 2mm x 40mm x 144cm coyote es balloon catheter was advanced for dilatation. However, during first inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The balloon was simply pulled out and completely removed from the patient's body. The procedure was completed with a non-bsc device. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion is located in the moderately tortuous and moderately calcified superficial femoral artery. A 2mm x 40mm x 144cm coyote es balloon catheter was advanced for dilatation. However, during first inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The balloon was simply pulled out and completely removed from the patient's body. The procedure was completed with a non-bsc device. No patient complications were reported. It was further reported that the device was returned for analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. The balloon was loosely folded and the tip is damaged. Microscopic examination revealed a pin hole on the distal marker band. There is no damage to the marker band. Review of the product specification indicates the rated burst pressure (rbp) of the complaint device is 20 atm. The reported information indicates the device was inflated to 14atm; therefore, there is no indication the device was inflated over rbp. Inspection of the remainder of the device presented no other damage or irregularities.

Manufacturer narrative:
Age at time of event: 18 years or older.